Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center could not reproduce the reported phenomenon. Olympus repair center found that the inner circuit board was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the broken circuit board. Aging deterioration may have caused the defect because over 6 years have passed since the device was delivered. If significant additional information is received, this report will be supplemented.

Event description:
Before the procedure, the user found that the endoscopic image was flicked and disappeared when the endoscope of the olympus 190 series was used with the device. This event did not occur during the procedure. The user replaced the endoscope with the endoscope of the olympus 180 series and completed the procedure. There was no report of patient injury associated with this event. The user confirmed that the user facility has only one connection cable to the instrument and one adapter. The user facility did not provide other detailed information.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.